Event description:
It was reported, 'primary surgery was done in 2007. Patient heard a clunking sound on knee in 2008 and got pains. Surgeon found out patient's knee had hyperextension & m/l laxity, doubted as post fracture, and conducted insert change."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.